Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed lesion of a non-bsc stent was located in the severely calcified and moderately tortuous superficial femoral artery. The physician advanced a 5.0mm x 20mm, 75cm mustang balloon catheter to dilate the target lesion. However, on the first inflation at 20 atmospheres, a contrast media leakage was observed. They removed the balloon intact and found that there was a pinhole rupture at the center of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the proximal markerband to the distal markerband and measured approximately 2cm in length. A detailed examination of the balloon identified no issues with the balloon material or with the markerbands which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed lesion of a non-bsc stent was located in the severely calcified and moderately tortuous superficial femoral artery. The physician advanced a 5.0mm x 20mm, 75cm mustang¿ balloon catheter to dilate the target lesion. However, on the first inflation at 20 atmospheres, a contrast media leakage was observed. They removed the balloon intact and found that there was a pinhole rupture at the center of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.